Event description:
During synovectomy procedure, the pressure did not rise. It was raised from 40 to 50, but the flow rate did not change. The system was powered off; power cord was unplugged and the tubing set was reset a few times, but nothing changed. This resulted in a 45 mins delay to the procedure.